Manufacturer narrative:
(B)(4). The homechoice device was operational and was not returned for evaluation. The cause was determined to be a false empty detect and use error, inappropriate bypass of the low drain volume alarm during initial drain. The homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain on pages 15-65. "The labeling also states, "by selecting bypass, you indicate that you are empty. The system considers your volume zero (0) and delivers your entire prescribed fill volume." A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv - adult.

Event description:
It was reported to baxter's technical service center that a customer experienced feeling too full with abdominal pain on a homechoice (hc) device while connected during dwell 1. The home patient (hp) pressed stop and arrow down to manual drain and then started manual drain. The manual drain was 4346 ml. Hp stated that the symptoms were relieved by draining. The hp stated that he does a manual exchange of 2000 ml at 15:00. Hp did not manually drain prior to the start of therapy. The hp stated he bypassed the initial drain and then had a low drain alarm in the initial drain (I-drain). The initial drain volume (idv) = 2, and the initial drain alarm (ida) = 500. The hp cleared the ldv alarm by bypassing to fill 1. The baxter technical service representative (tsr) explained that I-drain should not be bypassed when starting therapy with a full fill. Hp understood that he should not have bypassed low drain alarm in I-drain and does not want hc swapped. After drain completed tsr assisted with end of therapy early procedure. Hp stated that he is having pain in the upper part of the abdomen and in his shoulder. Hp is home alone. Tsr advised hp to call emergency services. Hp stated that it was not that bad. Tsr advised hp to notify the peritoneal dialysis registered nurse (pdrn) immediately after this call. Hp agreed. The (drain - lpfv) / lpfv = (4346 0- 2500)/2500 = 0.74 which is > 0.6 and therefore, meets criteria for increased intra-peritoneal volume (iipv). There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. Upon completion of baxter's investigation, or if additional relevant information becomes available, a follow-up will be submitted.